Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause for the event was identified as a disconnected tubing between ambient valve and inspiration adapter, which was the cause of a leak and subsequent failure of the leakage test. The correction consisted in the reconnection of the tubing during service/maintenance. There was no reported patient, user or third party harm.

Event description:
The following was reported to hamilton medical ag: the following was reported to hamilton medical ag: tightness test failed. Tubing between ambient valve and inspiration adapter loosen, middle foam and bottom foam deformed in case of pulling on and off the breathing tubes. No patient involvement.

Event description:
The following was reported to hamilton medical ag: tightness test failed. Tubing between ambient valve and inspiration adapter loosen, middle foam and bottom foam deformed in case of pulling on and off the breathing tubes. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).